Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07130. It was reported the patient went to the emergency room due to a headache, neck pain, fever and chills. X-rays were done but the results are not available. Blood test showed high white blood cell count. As a result, the patient had the scs system explanted. Cultures were taken and the results came back negative for infection. The patient was hospitalized post op for observation. Follow-up revealed the patient has been doing better and has been released from the hospital.